Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device had a broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken shell with sharp edge nicks assessed as surgical impact opening. Based on the device analysis the final assessment is:a broken sharp edge in the shell with nicks due to a surgical impact opening. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "implant shell integrity loss confirmed by ultrasound and MRI." Additionally reported was "shape change, deformation." The device has been explanted.